Event description:
Event description guidant received information that the patient with this pacemaker experienced a syncopal episode. Threshold measurements and electrograms are normal. This patient has carotid sinus syndrome.